Event description:
The customer observed false negative alinity I total b-hcg results for multiple samples. The following data was provided: sid (B)(6) initial result was <2.30 miu/ml, repeat = 1869.37 miu/ml. Sid (B)(6) initial result (automatic dilution based on historical records) was <7000 miu/ml, repeat = 1391.54 miu/ml. Sid (B)(6) initial result (automatic dilution based on historical records) was <7000 miu/ml, repeats were <15000 miu/ml and 28560.68 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the pre-trigger alnty ci snsr bsl, due to an empty pre-trigger reservoir, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no subsequent issues have been reported related to false negative total b-hcg results. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I total b-hcg results for multiple samples. The following data was provided: sid (B)(6) initial result was <2.30 miu/ml, repeat = 1869.37 miu/ml sid (B)(6) initial result (automatic dilution based on historical records) was <7000 miu/ml, repeat = 1391.54 miu/ml sid (B)(6) initial result (automatic dilution based on historical records) was <7000 miu/ml, repeats were <15000 miu/ml and 28560.68 miu/ml no impact to patient management was reported.